Event description:
It was reported to boston scientific corporation that a captivator snare was used for a cold polypectomy procedure performed on (B)(6) 2026. During the procedure the snare failed to cut easily the target polyp. Procedure was completed with heat added to the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.